Manufacturer narrative:
As reported in a research article, long-term survival after post-myocardial infarction ventricular septal defect (vsd) closure, multiple percutaneous coronary interventions and edge-to-edge repair. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported patient effect of heart block may be a downstream consequence of the documented issue involving patient-device interaction. However, this cannot be confirmed. The unexpected medical intervention was a result of case-specific circumstances as an intra-aortic balloon pump. There is no indication of a product issue with regards to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term survival after post-myocardial infarction ventricular septal defect (vsd) closure, multiple percutaneous coronary interventions and edge-to-edge repair.

Event description:
The article, "long-term survival after post-myocardial infarction ventricular septal defect (vsd) closure, multiple percutaneous coronary interventions and edge-to-edge repair", was reviewed. The article presented a case study of a 65-year-old female patient with a history was of left thoracotomy for surgical ligation of a patent ductus arteriosus. It was reported that on an unknown date, a 24mm amplatzer post-infarct muscular vsd occluder with a 10f amplatzer delivery sheath was chosen for inferior post-infarction ventricular septal defect (pivsd) closure. After device placement, there was reduced left to right shunt through the ventricular septum, but there was still a small volume of flow around and through the fabric of the device. It was reported 24 hours post-procedure, the balloon pump was removed and the patient was established on drug treatment for heart failure per usual post-myocardial infarction therapy. One week post-procedure, the patient developed atrial flutter with 2:1 block, leading to profound decompensation. A balloon pump was inserted again and the patient was cardioverted during a short anesthetic. The patient continued to experience heart failure symptoms but gradually improved on oral heart failure medical therapy. The patient was discharged home after a 38-day hospital admission. The article concluded that combining percutaneous technologies individual patients with multiple problems can be treated, thus avoiding surgical treatment, which in this case was thought to have prohibitive risk. Further developments in transcatheter technology may allow more successful percutaneous closure of post-myocardial infarction vsds in the future. [The primary and corresponding author was heidi turner, dartford and gravesham nhs trust, dartford, united kingdom, with corresponding email: h.turner23@nhs.net].